Manufacturer narrative:
(B)(4). Date sent: 06/18/2021. D4: batch # 123a80. H6: component code others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. No problems were observed with the retention of the anvil in the trocar during assessment in the lab. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as anvil was installed as expected and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the surgeon was doing a robotic sigmoid resection. The stapler anvil was placed, and the trocar extended. While trying to connect the trocar to the anvil, the surgeon stated it kept popping off. I explained that a click needed to be felt and the orange ring completely covered. He and his pa stated both of those things were occurring, and it did appear that the orange ring was no longer visible. This happened several times until the surgeon had to use a hand port to make the connection. At this time the stapler was fired, and a green check mark was illuminated. There were no patient consequences reported.